Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stops and driveline disconnect alarms was confirmed during evaluation of the returned modular cable (lot number: 6833087). The modular cable first underwent resistance testing in order to evaluate the integrity of its inner wires. The cable did not pass this testing, the black (ground a) and orange (ground b) wires were found to intermittently produce indications of open wires. The modular cable was then functionally tested alongside a test system controller and mock circulatory loop. The reported event was reproduced, and pump stoppages occurred when the cable was manipulated by hand in a particular area. The layers of the cable were then stripped, and both the black and orange ground wires were found to be severed. With the simultaneous loss of both ground wires, the controller was not able to properly power the pump. The submitted and downloaded log files from the two returned controllers were also reviewed. The log files from hsc-123981 contained approximately 1 hour of patient use on (B)(6) 2023 (13:00:04 to 13:58:52 per timestamp) and the log files from hsc-068007 contained approximately 1 additional hour of patient use on (B)(6) 2023 (14:58:25 to 16:14:43 per timestamp). Intermittently throughout both sets of data, driveline disconnect and pump off hazard alarms were observed. These events are consistent with the damaged ground wires within the returned modular cable. Depending on the positioning of the modular cable, the damaged ground wires made intermittent contact and caused the pump to stop and restart frequently. Provided information indicated that the reported event resolved with the exchange of the modular cable. The root cause of the reported event was determined to be damage to the modular cable¿s ground wires. The device history records were reviewed and the records revealed that the modular cable (lot number: 6833087) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced intermittent driveline disconnect alarms with the pump turning on and off. The patient experienced shortness of breath and weakness when the pump would turn off. The patient stated to have one alarm overnight that went away and was not paged for. However, the alarm persistently went on and off and the patient called. They experienced shortness of breath and weakness when the pump turned off. Their local emergency room (ER) exchanged the controller but the driveline disconnect alarms returned instantly and the patient was emergently transferred to the hospital. Upon arrival, the controller and modular cable were exchanged, and the alarms did not return. No actual tears were observed on the modular cable. The event log file from both the primary and backup controllers contained multiple driveline disconnect alarms. It was recommended to monitor the patient for any additional alarms but none were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.